Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the catheter of the bd angiocath¿ IV catheter was ¿uneven¿. After bd received the customer sample, bd confirmed that clear foreign matter was attached to the catheter. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received one photo from the client in support of this complaint. After analyzing the photo, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the patient and is used to aid in the slippage of the catheter during venipuncture. Our quality engineer was able to verify the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the patient and is used to aid in the slippage of the catheter during venipuncture. The root cause was determined to be excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. A corrective action project has been initiated to investigate the issue. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Bd was able to confirm/reproduce the incident in question. Conclusion: based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this silicone on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. For more details on root cause check (B)(4).